Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was green in areas, had green lines and the clinical information could not all be seen. Complainant indicated that there was no patient involvement in the reported malfunction.